Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage (kitchen). (B)(4). Manufacturer contacted customer on (B)(6) 2018 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that received the replacement meter but she sent back. Customer states that her doctor gave her a meter. Customer states that the meter is working fine and she does not want it replaced.

Event description:
Consumer initially reported complaint that truemetrix meter was not always turning on and that when it did it was showing low battery symbol and also displayed the e-3 error message. Blood test performed fasting during the call on (B)(6) 2018 produced test result of 124 mg/dl using truemetrix meter. Customer stated that the result was too high. The customer is also concerned with tests results from meter memory of 144 and 160 mg/dl. The customer's expected fasting blood glucose test result range is 80 - 100 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 02/15/2019 and open vial date is one month. The meter memory was reviewed for previous test result history (date/time not set): result 1 :124mg/dl date: (B)(6) 2017 time:6:38 pm fasting; result 2 :144mg/dl date: (B)(6) 2017 time:3:27 pm fasting; result 3 :96mg/dl date: (B)(6) 2017 time:2:03pm fasting; result 4 :160mg/dl date:(B)(6) 2017 time:3:31pm fasting; result 5 :85mg/dl date: (B)(6) 2017 time:2:05pm fasting.